Manufacturer narrative:
The rental bed was swapped for a known working bed. The tech found the head brake casters are worn due to normal wear and tear. The tech replaced the head brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the head end brake casters would set but hot hold. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).